Manufacturer narrative:
(B)(4). The reported field event of being unable to loosen the atrial set screw was confirmed in the laboratory. Visual inspection identified silicone, septum material inside the atrial set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the atrial set screw.

Event description:
It was reported that during elective device replacement, the atrial set screws on the device header could not be loosened. The atrial lead was cut (non-sjm lead) and the device was replaced. The patient's condition is fine after the event.